Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 1.6 lpm. All connections were checked. The system was filled properly. The 4 pads were exchanged after which the flow was approximately 2.5 lpm. . It was reported that the patient allegedly passed away. It was reported that the cause of death was due to a lot of reasons. There was not any patient history supplied by the facility. It was reported that before treatment, "the patient was ill, very ill." The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 1.6 lpm. All connections were checked. The system was filled properly. The shunt line flow was approximately 4. The pads were exchanged after which the flow was approximately 2.5 lpm. . It was reported that the patient allegedly passed away. The cause of death is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 1.6 lpm. All connections were checked. The system was filled properly. The 4 pads were exchanged after which the flow was approximately 2.5 lpm. It was reported that the patient allegedly passed away 2 days after the reported event. It was reported that the cause of death was due to a lot of reasons. There was not any patient history supplied by the facility. It was reported that before treatment, "the patient was ill, very ill." The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only, without the original packaging. Visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have had use evidence. The pads were found to have had a correct trim pattern, and the energy connectors were found free of damages and presented a good connection. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 2.09 l/min m2 of flow rate were registered during the test due to the pad was noted crushed; right chest pad: a total of 3.66 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 4.19 l/min m2 of flow rate were registered during the test. The flow rates were found to be unacceptable for the left thigh pad; however, the other pads were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow of 1.6 lpm. All connections were checked. The system was filled properly. The 4 pads were exchanged after which the flow was approximately 2.5 lpm. . It was reported that the patient allegedly passed away. It was reported that the cause of death was due to a lot of reasons. There was not any patient history supplied by the facility. It was reported that before treatment, "the patient was ill, very ill." The patient&#62688;reported death was an incidental element of the patient's medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.